Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2,000 mcg/ml at 435 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that the patient went in for a refill and was having increased spasticity. The patient had a CT scan showing the catheter was not in place. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The catheter was replaced, and it was noted that the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.